Event description:
I have used fixodent and poligrip from 2002 to 2009 while I was using the products I began experiencing numbness and tingling in my fingers. The back of my lower legs began to get heavy, now I have a hard time walking. I do construction for living now I can't work. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2005 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.